Manufacturer narrative:
Product complaint # (B)(4). This follow-up MDR will be the only report submitted for MFR this report. H10: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The device was released on december 03, 2009. Additional information received on november 29, 2018: the pump was implanted on (B)(6) 2010. The patient underwent an MRI when the hardware failure 11 occurred. The patient presented with increased pain on (B)(6) 2018 and continued with intrathecal medication. As a result of the hardware failure 11, the regulation checks were performed, parameters were checked, and the pump was restarted. The pump was then reported to be running normally. The pump remains implanted. Facility name: (B)(6), department: neurology, address: (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient age/date of birth, gender, weight, height, medical history, race, and ethnicity was not reported. E1 - initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. As reported by a healthcare professional, a patient who had a medstream pump (914200/nkbgjj) received hardware failure 11 (drug level integrity error) on (B)(6) 2018 after a magnetic resonance imaging (MRI) and presented to the hospital on (B)(6) 2018 with increased spasticity and ataxia. The patient was treated with oral medication and continuing intrathecal medications. As a result of the hardware failure 11, the regulation checks were performed, parameters were checked, and the pump was restarted. The pump was then reported to be running normally. No further information could be obtained. The medstream pump remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. A return of underlying symptoms is a known potential adverse event associated with the use of the medstream infusion pump and is listed in the instructions for use (IFU) as such. The indication for the medstream pump is infusion of baclofen in the treatment of severe spasticity. The increased spasticity and ataxia symptoms were related to the pump stopping following MRI. As per the instructions for use: ¿the MRI procedure may cause a reset event that will stop the infusion and elicit an audible alarm or beeping. This reset event does not cause loss of memory data. Upon termination of the MRI procedure, interrogate the medstream programmable infusion pump with the medstream control unit to obtain the pump¿s current status. If the infusion program has stopped, restart the program using the medstream control unit.¿ in addition, the IFU states to instruct the patient to immediately contact the physician¿s office if the pump alarm sounds. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the information provided and without the return of the complaint device; however, it is possible that the MRI procedure may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). This initial MDR will be the only report submitted for MFR report #3008114965-2018-00813. Additional patient and event information have been requested; however, a response has not yet been received. Additional initial reporter information has been requested; however, a response has not yet been received. The device is not expected to be returned for evaluation. Additional information will be reported within 30 days of receipt.

Event description:
It was reported by a healthcare professional that a patient's medstream drug pump (914200/nkbgjj) presented with a hardware failure 11 message on (B)(6) 2018. There was no procedure involved. The patient then presented with increased spasticity and ataxia after the pump alarmed.